Event description:
The following was reported to davol by the pt's attorney: the attorney's report alleges that on (B)(6) 1996 the pt underwent surgical treatment in order to treat recurrent problems of urinary incontinence and was implanted with a marlex mesh. Allegedly, in 1998 the pt was operated on for vaginal and rectal prolapse and in 1999 the pt experienced urinary problems which required placement of a catheter. The attorney alleges that vive years after implantation of the mesh the pt began to suffer particular intense pain in her legs, pain in her stomach and urinary infections which required medical consultation. The pt allegedly received and still receives physiotherapy treatments, acupuncture and massage therapy in order to help reduce her leg pains and had to stop working because of her health problems. The attorney alleges that because of her physical limitations the pt can no longer do regular activities such as walking, dancing and bicycling. Allegedly in 2006 the pt underwent vascular surgery which consisted of removing her leg veins in order to attempt to reduce her pain, and four or five years ago the pt suffered a new bladder collapse. Allegedly, she can no longer attend to her domestic tasks as before because her mobility is greatly reduced because of intense pain in her legs, she must use a walker, she takes pain medication daily has been diagnosed with groin inflammation. The attorney's report alleges disability, pain, medical treatment, additional surgery.

Manufacturer narrative:
Inconclusive. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional info. The attorney report alleges the pt was implanted with a marlex mesh however no product identifiers have been provided. Without a lot number a review of the mfg records is not possible. Additionally, no sample has been returned for evaluation. If additional event and/or evacuation info is obtained, a follow up MDR will be submitted.